Event description:
Initial reporter indicated that their handheld was giving a failure message. The programming wand was not communicating and "taking forever trying to establish communication." The programming wand was returned for product analysis. The reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had intermittent conductors. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.